Event description:
Ref imp report (B)(4).

Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR) and (B)(4) (the imp). (B)(4). The pump was tested three times for volumetric accuracy with a rate of 1000ml/hr for 1 hour or 1000ml (piggyback); the pump tested in specification with results as follows: 1st test: 989ml or 98% of expected volume for 1 hour; 2nd test: 988ml or 98% of expected volume for 1 hour; 3rd test: 993ml or 99% of expected volume for 1 hour. In a follow-up with the facility, the reporter stated that she does not have the specifics at this time; however, she stated that when the pump is set to infusion for a certain time the pump would say that 'x' amount had infused and the amount set to infuse was not delivered. The reporter also stated that many nurses clamp a main line so that the fluid will not pull from the flush bag even when it is considerably lower than the chemo bag "it appeared more when there were ivf fluids hanging concurrently, but no fluid would back up into the second primary line, all kinds of bags seem to affect it. Also vacuum of small hard side." The pump's operational log was reviewed. Since occurrence day was not provided, the log review was based on the information provided by the customer. The log review was done on the complaint period that was anytime in march and april whenever the secondary infusion was run.